Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in four segments for analysis. External insulation abrasion was noted at 7.7-8.3cm from the connector pin, 0.0-0.5cm from the end of a lead body insulation piece, and 42.6-43.0cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 6.9-8.2cm, 8.9-9.4cm and 30.0-30.3cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 8.0-8.3cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported when an asymptomatic patient presented in the operating room for unrelated generator changeout, externalized conductors were suspected. Electrical noise was observed during testing. Based on the review of the fluoroscopy, the conductors do not appear to be externalized. The lead was explanted and the patient condition is good.